Event description:
In surgery, the surgeon exposed the femur and fracture site. It was noted initially that there was a comminuted fracture of the distal femur and the lateral aspect of the femur was displaced. A closed reduction menuver was performed and fracture reduced. Dcs plate and lag screw were inserted and bicortical screws were placed in the side plate. This was done by initially drilling, then tapping and finially inserting the screws. While placing the more proximal screws, it was noticed that the tip of the drill bit fractured. This was noted to be within the femur itself and the surgeon felt there would be more damage to retreive this drill bit than would warrant. The remainder of the screws were inserted, and the side plate was noted to be intactdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.